Manufacturer narrative:
Additional information: the site assessed the event as not related to the device and not related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 6 months post procedure, patient suffered cardiac arrest and died. Cause of death is sudden cardiac death. Sponsor assessed event is possibly related to device and anti platelet medication.